Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that after a routine battery change, the display screen had gone blank. The display remained blank despite multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 08/16/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: the pump powered on with a fully functional fully illuminated display screen. There were no signs of damage, fading, or discoloration present on the display screen. The pump alarm history was reviewed and no errors or indications of a pump malfunction were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.